Event description:
It was reported that the patient had received a shock. The next day during a follow up visit, the right ventricular lead had triggered a warning for high impedance. The patient indicated not having done anything which would have caused a device alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was observed. Unexpected delivery of ventricular tachyarrhythmia therapy was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an inappropriate shock and a lead integrity alert was triggered due to non-sustained ventricular tachycardia episodes and short v-v intervals. No further patient complications have been reported as a result of this event.